Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. The customer stated the alarm occurred after they replaced the battery on their insulin pump. Customer's blood glucose was 78 mg/dl. Customer stated they had treated their blood glucose with food. It was also found the customer had a no delivery alarm and a signal too low alarm in the alarm history. Customer stated their temp basal was not programmed before the alarms occured. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.